Event description:
It was reported the patient had two back surgeries in 2012 and during one of those surgeries ¿they cut the catheter.¿ it was also reported in (B)(6), (B)(6) or (B)(6), he had "the catheter test." The patient had itching when the catheter was cut. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).